Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay was reported with the freestyle libre 2 sensor. Customer initially reported receiving a "sensor ended" message on the same day of applying the sensor. Replacement product was ordered and reportedly never received and as a result, customer was unable to test and experienced a loss of consciousness, requiring treatment of glucagon and sumo (juice drink) by a third-party. There was no report of death or permanent impairment associated with this event.